Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the repair of quadriceps femoral tendon for patellar fracture, the tip of the inserter got broken. The surgeon found it stuck to slide the trigger during insertion. When the surgeon removed the inserter from the site, the anchor was pulled together. Then he noticed the breakage of the inserter. The operation was completed with a back-up device. There was 20 minutes delay in the operation. After the operation, it was found that small metal particle was left inside the patient. The surgeon tried to remove it but he failed. It is not clear that the metal particle is the broken tip or not.

Manufacturer narrative:
The complaint was visually verified and the root cause was most likely associated with excessive force being placed on the inserter during insertion. Per the devices IFU ¿use of excessive force during insertion can cause failure of the suture anchor or insertion device.¿ a review of the device history records found no inconsistencies. No root cause related to the manufacture of the device can be established.